Event description:
Philips respironics issued a recall notice to cease use of the bipap I had purchased due to an issue with deteriorating internal noise abatement foam entering the lungs. I registered my unit on their portal; however, I never have received any detailed date upon which they intend to correct the problem. I have central apnea and I need a bipap to live. I am currently using an old unit, but I am afraid it will fail. Also, I purchased the newer unit with a battery backup due to frequent power outages where I live. Now when we experience an outage, I must sit up and miss sleep. I have received three (3) "updates" which all state the very same thing. They thank me for registering the unit, blame the delays on the FDA and tell me they are "very concerned with my health" but it will take at least another year to fully resolve. The "year" is a running timeframe regardless of the timing of the "update". I recently called the recall hotline and received absolutely no detailed information. I instigated what they called an "escalation form" yesterday. Surprisingly, I received yet another "update" stating the very same thing the other three did. I am very frustrated and I ask that the FDA pressure philips/respironics to begin giving specific scheduling information. FDA safety report ID # (B)(4).